Event description:
The patient had a pocket revision on (B)(6) 2021 due to a large hematoma in the pocket. The revision was successful and the patient was sent home the same day. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.